Event description:
Irrigation extender disconnected from scope every time the light post on the scope was turned counter clockwise. Surgeon has not used this equipment before and only viewed it briefly prior to surgery. Surgeon has used older style, j lock sne hip irrigation extenders in the past and had similar issues. Surgery was discontinued after 1 hour. Surgical procedure was not completed due to surgeon difficulty with equipment.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).